Manufacturer narrative:
Fields: e1(event site telephone), (clinical code) *event site telephone(e1) should read (B)(6) (not put in block due to character length). A getinge field service engineer(fse) evaluated unit. Fse replaced filter and all functional and safety checks were carried out, factory specifications were met and delivered to the hospital for use.

Event description:
N/a.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pre-use test , the cardiosave intra-aortic balloon pump (iabp) unit' system reported a high temperature after being turned on for a while and could not be used normally.